Manufacturer narrative:
(B)(4).

Event description:
It was reported patient presenting to the ER after experiencing syncope episode. The device was interrogated and showed 1 episode of vf. The rhythm was vf and appropriately detected and treated with hv therapy. The hv therapy restored the patient to sinus. Patient was stable after the event.